Manufacturer narrative:
The device history review (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. The exact cause for the asystole in this case is not known. There are many potential causes for asystole, including hypovolemia, hypoxia, acidosis, hypo or hyperkalemia, hypoglycemia, cardiac tamponade, tension pneumothorax, myocardial infarction, and pulmonary embolism. Per report, the event was not due to a device malfunction, there was no effusion, and the lima graft was patent; however, it was noted that the patient had acidosis several hours later. No further actions are possible at this time.

Event description:
As reported by the edwards clinical specialist, post valve deployment and once the pacemaker was turned off, the patient developed an episode of asystole. The pacemaker was started but no left ventricle movement was noted. CPR was then initiated and vasopressor support was increased without any success. The patient was then placed on pump resulting in a small increase in blood pressure and was noted to have returned to sinus rhythm. Echo images did not reveal any effusion. Aortogram revealed a patent graft and no aortic dissection was noted. The patient left the operating room on pump, however, a few hours later was noted to have decompensated; blood pressure was dropping, heart rate was increasing and blood gases where indicative of acidosis. The team was planning on speaking with family and stop interventions. The patient was confirmed to have expired later that evening.